Event description:
It was reported that the pulse generator could not be interrogated. In 2008, the device magnet rate was 98.5. Attempts to retrieve battery status resulted in a -operation failed-message. The patient was in trinsic between 55 and 60 beats per minute, and the device showed no response to a magnet. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.